Event description:
Reporter indicated that the site's dell handheld computer screen became frozen during interrogation. A new handheld has been provided to the site and good faith attempts are being made to obtain the non working product back for analysis.